Event description:
The meter reported a result of 298 mg/dl and five minutes later reported a result of 125 mg/dl. An eval of the system was conducted over the phone, which determined that the meter's electronics are working properly. Customer asked to return meter for further eval, and a replacement was provided.